Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped below 70 mg/dl due to patient error; the patient accidentally delivered 20 units of insulin instead of entering 20 grams of carbohydrates, which resulted in the over delivery of insulin. Patient was vomiting and called paramedics, who came to her home and delivered dextrose water intravenously and encouraged her to take carbs. Patient's bg level rose to 500 mg/dl, but eventually was regulated. The pod was removed prior to paramedics' arrival., and was discarded.